Manufacturer narrative:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) ruptured. The rupture occurred during use in the patient. The balloon lost pressure upon inflation, at the second stop. Hemostasis was achieved by manual compression for twenty-five (25)minutes. There was no reported patient injury. The patient recovered and the hospitalization was not extended because of the event. The device was used after an interventional peripheral procedure using a retrograde approach. The physician was being trained on using the device. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was femoral arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was presence of calcium in the vicinity of the puncture site and no vessel tortuosity. The mynx vcd was stored and prepped according to the instructions for use (IFU). A non-cordis sheath introducer was used with the vcd. There was no visible damage in the distal end of the sheath after removal. A non-sterile 6/7f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that both button 1 and button 2 were not depressed, and the stopcock was found opened. The sealant was present in manufactured position, totally covered by the sealant sleeves showing no evidence of any type of exposure or damage. Nevertheless, the related catheter sheath introducer (csi) and syringe were not returned for this analysis. During the initial visual analysis, the device did not show any evidence of anomalies. Functional testing was executed using a cordis lab syringe, and the non-functional condition of the balloon was confirmed as a leak was identified during balloon inflation due to a rupture observed located in the balloon¿s surface. A magnified visual analysis of the balloon surface was executed to identify the possible cause of the leak observed during the functional test. The results showed a longitudinal rupture identified in the body of the balloon. A product history record (phr) review of lot f2308801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the rupture found could not be conclusively determined during analysis. Based on the information available for review and product analysis, access site vessel characteristics (there was presence of calcium in the vicinity of the puncture site) and/or concomitant device factors (although sheath was not returned) most likely contributed to the reported event since a calcified vessel and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured. The rupture occurred during use in the patient. The balloon lost pressure upon inflation, at the second stop. Hemostasis was achieved by manual compression for twenty- five (25)minutes. There was no reported patient injury. The patient recovered and the hospitalization was not extended because of the event. The device was used after an interventional peripheral procedure using a retrograde approach. The physician was being trained on using the device. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was femoral arterial. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was presence of calcium in the vicinity of the puncture site and no vessel tortuosity. The mynx vcd was stored, and prepped according to the instructions for use (IFU). A-non-cordis sheath introducer was used with the vcd. There was no visible damage in the distal end of the sheath after removal. The complaint device will be returned for evaluation.

Manufacturer narrative:
The product history record review is anticipated; however, it has not yet been finalized. The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.